Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: liner neutral 40 mm i.d. Size mm for use with 60 mm o.d. Size mm shell p/n 00875101440 l/n unk, unknown femoral stem, unknown cup. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left hip revision approximately 9 years post implantation due to pain and elevated metal ions. During the procedure, adverse tissue reaction and osteolysis due to taper corrosion was noted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of the revision operative notes confirms that the patient under revision left arthroplasty . Clear fluid around the joint cultured and removed, corrosion noted in the head and staining on the femoral neck. Well fixed acetabulum with mild amount of osteolysis around the rim, oxidation noted on the liner but no significant wear. Reactive tissue noted within the shell, elevated cobalt and chromium levels also noted. Head and liner replaced without further complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient¿s left hip was revised approximately 9 years post-implantation due to osteolysis, metallosis, pain, and wear of the acetabular liner. During the procedure, the femoral head and acetabular liner were removed and replaced.